Event description:
It was reported that initial efforts to interrogate this implantable device were unsuccessful. The associated programmer could not be updated with the most current firmware and an unable to update alert was observed. A 60/60 magnet reset was performed, and alternating tones were heard. A boston scientific technical services consultant provided reasons why the update could not be performed, and troubleshooting was discussed. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that initial efforts to interrogate this implantable device were unsuccessful. The associated programmer could not be updated with the most current firmware and an unable to update alert was observed. A 60/60 magnet reset was performed, and alternating tones were heard. A boston scientific technical services consultant provided reasons why the update could not be performed, and troubleshooting was discussed. The system remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted, and no out of service information was provided. The device was returned and will be evaluated in our post market quality assurance laboratory.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. A memory download was performed successfully and identified that multiple firmware upgrades were attempted and were unsuccessful. The device was able to be interrogated with an updated model 3300 programmer. The programmer went through the firmware upgrade process. And the device was upgraded to appropriate firmware build with no difficulties. Next, the production radio frequency (rf) test was performed, and the device passed all parameters. No further analysis was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that initial efforts to interrogate this implantable device were unsuccessful. The associated programmer could not be updated with the most current firmware and an unable to update alert was observed. A 60/60 magnet reset was performed, and alternating tones were heard. A boston scientific technical services consultant provided reasons why the update could not be performed, and troubleshooting was discussed. The system remains in service and no adverse patient effects were reported. It was reported that this device was returned without explant details. The device will be evaluated in our post market quality assurance laboratory. No additional adverse patient effects were reported.

Event description:
It was reported that initial efforts to interrogate this implantable device were unsuccessful. The associated programmer could not be updated with the most current firmware and an unable to update alert was observed. A 60/60 magnet reset was performed, and alternating tones were heard. A boston scientific technical services consultant provided reasons why the update could not be performed, and troubleshooting was discussed. The system remains in service and no adverse patient effects were reported. It was reported that this device was returned without explant details. The device will be evaluated in our post market quality assurance laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. A memory download was performed successfully and identified that multiple firmware upgrades were attempted and were unsuccessful. The device was able to be interrogated with an updated model 3300 programmer. The programmer went through the firmware upgrade process. And the device was upgraded to appropriate firmware build with no difficulties. Next, the production radio frequency (rf) test was performed, and the device passed all parameters. No further analysis was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.